Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with a broken tamper seal on the plunger. The plunger head was loose and wiggly. There were chips on the top case corners and broken tubing guides; the bottom case gasket was broken, and both plunger cases were cracked. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check syringe plunger sensor" message. To further investigate, a power up test was performed. Customer's reported problem was replicated. The plunger head was loose due to damaged left plunger case and plunger tube, causing the plunger flippers to rest on the ear clip. It was most likely impacted, or the customer mishandled the device. The left plunger case and plunger tube were replaced, and then the pump passed all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure / plunger. No adverse effects were reported.